Event description:
Related manufacturer reference number: 2017865-2023-95628. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular lead oversensing noise. The oversensing triggered pacing inhibition. Low pacing impedance was identified. A chest x-ray was performed and revealed externalized conductor. The right ventricular lead was explanted and replaced. During the procedure, the atrial lead became damaged. The atrial lead was explanted and replaced. The patient was in stable condition.